Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after anastomosis was created during a colostomy, the handle loosened but then it would not withdraw to the rectum. Gentle tension was put upon it and the handle separated from the anvil. The anvil could be palpated through the rectum and it was grasped with a clamp and withdrawn. It was stated that it felt like the significant amount of pressure had to be placed on it to remove it. Examination of the anvil reviewed to intact donuts without any other abnormalities. The pelvis was then filled with saline and the rigid proctoscope was inserted and advanced to anastomosis. Insufflation of air was then carried out and no leak or air bubbles were detected. However, following the procedure, patient returned to surgery for anastomotic leak.